Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported issue. Visual evaluation revealed the instrument was found had a broken grip at the grip base. A fragment of approximately 0.193" x 0.566" was found to be broken off the yaw pulley. The broken fragment was not returned.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement.